Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
Nurse reported that she was observing a surgery procedure. During this procedure, she observed that the surgeon seemed to have problems with the screwdriver. The surgeon noticed that it isn't possible to lock the screws into the bone because the screwdriver didn't click in to place. Another screwdriver wasn't available, so the surgeon tried several times till the screw locked. The surgery could be completed.